Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were sticking. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the keypad button cover was observed to be intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons responded appropriately. The keypad cover was removed to check the condition of all key contacts and contaminations was observed under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.